Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that replace battery now alarm and battery failed alarm was received on insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Battery failed alarm recurred after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No start up anomalies noted after battery insertion.